Manufacturer narrative:
Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A review of the device history record was completed for batch # 7020673. All inspections were performed per the applicable operations qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use the safety mechanism on the 1 ml bd¿ syringe with permanently attached bd safetyglide¿ safety needle 27 g x 1/2 in could not be activated. There was no report of injury or medical intervention.